Event description:
The product was used to close two port sites lap chole in 2005. The next day, pt noticed redness around ports which worsened and the following day the sites were painful, swollen, and red and pt had a 101 degree fever. The pt states she did not touch or scratch the area, as it was painful and irritated. The same day, pt was readmitted for infection and pain. Sites remained red, oozing, and open. Dilaudid administered for pain, pt developed rash and itching and was told she was having a allergic reaction to the dilaudid. Benadryl was prescribed and pt was discharged 3 days later. Pt used antibiotic cream and gauze dressings until healed, approx three weeks. Pt is frustrated wtih the surgeon because she told him that she has allergies before surgery. She reminded him of the allergies after the reaction occurred. The pt's current condition is unk.